Event description:
Spontaneous call from patient. Advised she had a pump that was beeping while infusing. She said no specific error message showed on pump. She removed the cassette and switched to her backup pump but received a no disposable error on the pump. She then mixed a new cassette and was able to continue infusion. She advised lot number 43702061. Patient was able to continue infusion once cassette was changed which indicates faulty cassette, not pump. Confirmed with pt no other lots affected by medical device correction. Patient uses intravenous treprostinil via cadd legacy pump, self mix. No further information available. Pump return tracking information is not available. Photographs were not provided, this is a continuous infusion, set flow rate and volume delivered are unknown, the position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the patient have add'l cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by patient/caregiver.